Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 400 mg/dl. The customer stated that her insulin pump is not working properly and she is not getting error messages. The customer stated that her blood glucose readings were messed up and had to change her infusion set four days in a row. The customer treated the high blood glucose readings with syringe and insulin. The customer stated that she also used manual injections. The customer was disconnected during the call and was not able to troubleshoot.